Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_adaptor_acc, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. The patient reported having a bad adaptor replaced in the last 1.5 months prior to the call. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.